Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. The user reported nausea, vomiting, weakness, dehydration, and elevated heart rate prior to hospitalization. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of available information identified that the user had a history of frequent insulin pauses, erratic meal announcements, and a recent weight change; however, the contribution of these observations to the reported event could not be determined. Review of device history did not identify evidence of device malfunction. Additional training was arranged following the event. Based on available information, the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 17-jun-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.